Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was not able to confirm the reported event; the device was tested for 60 hours and passed. Analysis found the case was slightly damaged, but acceptable. (B)(4).

Event description:
It was reported the external pulse generator (epg) shut down, would have failed during use. The epg was returned for service. No patient complications have been reported as a result of this event.